Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient mentioned that they were in the hospital. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2019. No patient symptoms were reported. No further complications were reported.